Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer, following instructions from technical support, attempted multiple troubleshooting steps without success, which included pressing the button and charging the pump. Consequently, technical support arranged for a replacement pump. The customer understood the instructions to put the pump into storage mode and return it with a pre-paid label within ten days. The customer intended to use multiple daily injections as a backup to ensure continued insulin delivery.